Manufacturer narrative:
Site medical engineer, declined to provide patient information. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that while in a procedure, both the navigation system monitor and the surgeon monitor, went black. The power button of operation-side lighted in blue and the computer was on. The navigation system was re-booted and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.